Event description:
Patient had laxity in flexion. Revised from an 8mm cr insert to a 12mm insert.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested and if received, will be provided in the supplemental report.